Event description:
It was reported that the customer was experiencing high blood glucose levels due to adjustments made by her health care professional. The caller stated that he would be taking the customer to the hospital as she is refusing help from the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.